Event description:
Customer reported transformer housing fell apart exposing inner electrical circuitry (damaged transformer housing - breach present) and the power adapter was hot to touch.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power cord be returned for eval. The defective power cord has not been rec'd at medela as of (B)(4) 2013. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. In the f/u with the customer, she indicated that there was a breach in the transformer housing. She pumps 2 - 4 times a day and plugs in/our the transformer 2 - 4 times a day. She indicated that she did not witness any sparking, fire, or flame and that no injuries were sustained as a result of the issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.